Event description:
It was reported that oversensing on the rv lead was observed during a routine follow-up. The lead was replaced with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.